Manufacturer narrative:
The pump remains implanted in the patient, therefore it will not be returned. The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Controller log files revealed that one battery was involved in critical battery alarms and both batteries were involved in potential switching events. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the battery. Functional testing revealed that (B)(4) contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately ten months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.